Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine (1 ml/ml at 200 mcg/day) via an implantable infusion pump. It was reported that during a refill 34 ml of saline were expected but when aspirated the nurse only got bubbles back. The caller confirmed was inside the pump because she put 10mls of saline into the pump and was able to re-aspirate that amount. It was unable to be confirmed when the patient was last refilled but it was believed to be november. The patient was refilled with morphine and the pump was ran at its normal cycle. In one or two days the hcp would have the patient come into office and they would check for volume discrepancies and relief.